Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer cleared the alarm and resumed insulin deliveries. A system check was performed after the occlusion alarm had been resolved, and the pump performed as intended. Blood glucose level was not impacted.